Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a lead revision procedure. Upon review, the right ventricular lead exhibited loss of capture. The physician alleged dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.